Event description:
It was reported that during a therapy upgrade, this right ventricular (rv) lead was an attempted implant due to inadequate analysis testing prior to implant. No adverse patient effects were reported. This lead has not been returned for analysis.